Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's tip appeared to be burnt.

Manufacturer narrative:
This report was filed inadvertently as an "unknown electrode" and it was determined that this product is not related to the above manufacturer's report number within medtronic. We have notified the appropriate medtronic/covidien business unit of this complaint for further processing and reportability. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: evaluation summary the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. The provided information is not adequate for determining if the product met specification. The picture showed the tip of an unknown electrode. The tip appeared to be covered in eschar. The metal of the electrode was not visible. The reported condition was not confirmed. Eschar on the tip prevented inspection of the electrode for damage. Activating the device can result in arcing if other conductive objects are near particularly if a higher power setting is used. Combustion can occur under these circumstances particularly when an enriched oxygen or nitrous oxide environment is present. The investigation could not determine the root cause of the customer's report. If additional information is obtained, or the product is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.